Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that newly replaced insulin pump was malfunctioning. Customer reported that when buttons were pressed, display screen disappeared and then became difficult to read. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received stuck in a full segment display right after the battery was inserted due to an open lcd driver on the lcd board. Unable to perform functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or the operating current test due to the full segment display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.